Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, during the procedure, the stent system was positioned within the esophagus and the stent was partially deployed. However, resistance was encountered when pulling the suture and the stent failed to completely deploy. The stent was removed partially deployed on the delivery system. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 125mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent system was positioned within the esophagus and the stent was partially deployed. However, resistance was encountered when pulling the suture and the stent failed to completely deploy. The stent was removed partially deployed on the delivery system. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.